Event description:
Our rep is reporting to us that during an arthroscopic knee repair, the distal portion of the 30mm hex driver broke off while the surgeon was inserting the fixation screw into the bone tunnel. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. The complaint device was over 2 years old and was discarded at the user facility.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The device has been in service for over 2 years. We cannot tell anything from this; we cannot discern the root or underlying cause for the reported device failure, although, the age of the device may have been influential in its failure. At this point in time, no corrective or further action is warranted. However, this file will remain receptive to any potential future information received that is relative and germane to this issue. In addition, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.